Event description:
It was reported that(1) device was used during a lobectomy. It was reported by the affiliate that the tlc75 instrument would not staple the tissue. Another instrument was used to complete the case. There was no consequence to the pt.